Manufacturer narrative:
Correction: h7 should have been recall and h9 should have been z-0457-2012.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. During the procedure, cardiac perforation with pericardial effusion was noted and a pericardiocentesis was performed. The lead was capped and replaced on (B)(6) 2020. The patient was stable.